Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to dislodgement. Repositioning was attempted, but the lead was immovable due to calcification in pocket. Should additional information become available, this file will be updated.